Event description:
During the set-up of the tubing to the manifold, the tubing chamber would not fill with contrast. The staff could hear a "sucking air sound". The connections were retightened in the system and again no contrast would fill from the bottle.